Manufacturer narrative:
Manufacturer's investigation conclusion a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) and the reported events could not be conclusively determined through this evaluation. Additionally, review of the submitted log files confirmed the reported low flow alarms; however, a specific cause for these alarms could not conclusively be determined. The submitted controller event log file contained events (B)(6) 2023. Several low flow hazard alarms were captured on (B)(6) 2023. No other notable events or alarms were observed, and the pump appeared to operate as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) , and no further related events have been reported at this time. The heartmate 3 lvas instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including stroke, right heart failure, and hypertension, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also addresses all pump parameters, including pump flow and pulsatility index (pi). Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. In reference to pulsatility index, the IFU states that "pi calculation represents cardiac pulsatility and pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e. The pump is providing less support to the left ventricle) while lower values indicate less ventricular filling and lower pulsatility (i.e. The pump is providing greater support and further unloading the ventricle)¿. Section 6 of the IFU, ¿patient care and management¿ (under ¿right heart failure¿), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Section 6, under ¿caution!¿, explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. Section 6, under "anticoagulation", outlines the suggested anticoagulation regimen and international normalized ratio (inr) range that should be maintained for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications. Additionally, this section, under ¿blood pressure management¿, states that post-implantation hypertension may be treated at the discretion of the attending physician. Any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg should be considered adequate. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The relevant sections of the device history records for the (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a small vessel infarct involving the right frontal corona radiata, scutal small vessel infarct involving the right peritrigonal white matter, and an acute small vessel infarct involving the right cerebellar white matter as well as severe chronic microvascular ischemic disease. There was no report of bleeding. The patient was transferred back from an outside hospital. They were most recently admitted to our institution in (B)(6) 2023 for numerous low flow alarms, likely secondary to hypertension and elevated mean arterial pressure. During that hospitalization, the patient reported transient vision changes involving both eyes. They were evaluated by neurology and recommended for transfer to an outside hospital for continued neurology/ophthalmology evaluation. The patient was evaluated by numerous specialists at the outside hospital and found to have severe left internal carotid stenosis and moderate right internal carotid stenosis. At this hospital, the patient underwent left internal carotid artery (ica) stent deployment. They were started on brilinta (ticagrelor) 60 mg by mouth twice daily with concurrent coumadin (warfarin) for an anticipated 3-6-month duration, at which point they will be continued on coumadin alone. Outpatient follow-up was recommended. Additionally, the patient was evaluated for heart failure and underwent transesophageal echocardiography which reportedly demonstrated reduced right ventricular systolic function. The patient was started on inotropic support with milrinone for a short duration, which was weaned off by the time of transfer. Additionally, they were found to have new onset hypothyroidism and were started on synthroid (levothyroxine sodium). They experienced numerous low flow alarms while at the outside hospital and their hydralazine was increased to 50 mg by mouth 3 times daily with subsequent improvement. On transfer, the patient seems intermittently confused. Overall, they were able to answer questions appropriately. They continued to report bilateral vision changes, slowly improving after stent deployment. The patient will possibly be discharged to acute rehab. A review of the log file revealed low flow estimates and low flow hazard events when the calculated pulsatility index (pi) was elevated. No other unusual controller or pump faults were seen in the log.